Event description:
Suction catheter pooling 6ml water. Pt intubated on 9/1 and had not been lavage by rt or rn's. No serious injury/harm to patient, no indirect harm, no required intervention to prevent permanent damage. No hospitalisation - initial or stay prolonged by 1 day or more, no serious injury, disability or permanent impairment, not life threatening, no deaths,

Manufacturer narrative:
The photo provided confirmed the issue of water pooling in the suction catheter. The sample is not available to be returned. DHR review could not be performed as the lot number was not confirmed. Scar-78 raised to investigate complaint root cause because the complaint exceeds the documented risk level. Conclusion available upon completion of scar-78.

Manufacturer narrative:
The photo provided confirmed the issue of water pooling in the suction catheter. The sample is not available to be returned. DHR review could not be performed as the lot number was not confirmed. Scar-78 raised to investigate complaint root cause because the complaint exceeds the documented risk level. Conclusion available upon completion of scar-78.

Event description:
Suction catheter pooling ~ 6ml water. Pt intubated on (B)(6) and had not been lavage by rt or rn's. No serious injury/harm to patient. No indirect harm. No required intervention to prevent permanent damage. No hospitalisation - initial or stay prolonged by 1 day or more . No serious injury, disability or permanent impairment. Not life threatening. No deaths.

Event description:
Suction catheter pooling ~ 6ml water. Pt intubated on 9/1 and had not been lavage by rt or rn's. No serious injury/harm to patient. No indirect harm. No required intervention to prevent permanent damage. No hospitalisation - initial or stay prolonged by 1 day or more. No serious injury, disability or permanent impairment. Not life threatening. No deaths.

Manufacturer narrative:
The photo provided confirmed the issue of water pooling in the suction catheter. The sample is not available to be returned. DHR review could not be performed as the lot number was not confirmed. (B)(4) raised to investigate complaint root cause because the complaint exceeds the documented occurrence level. (B)(4) is no longer required, as the customer has confirmed that the reported issue was the result of incorrect use by clinical staff, rather than a product or manufacturing defect. According to the latest communication from our u.s. Sales representative, the facility believes the nurses were withdrawing the catheter too far, causing it to disengage from the connector and resulting in inadvertent lavage or leakage. No perforations, sleeve looseness, or product integrity concerns were reported. Following additional in-servicing provided by the rsl, no further complaints of this nature have been received from the facility. As the failure mode has been attributed to user technique and not to a supplier - or manufacturing-related cause, the scar will be closed, and no further root-cause investigation is required. This is the final report for (B)(4).

Event description:
Suction catheter pooling ~ 6ml water. Pt intubated on (B)(6) 2025 and had not been lavage by rt or rn's. No serious injury/harm to patient. No indirect harm. No required intervention to prevent permanent damage. No hospitalisation - initial or stay prolonged by 1 day or more. No serious injury, disability or permanent impairment. Not life threatening. No deaths.

Manufacturer narrative:
N/a.